Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown FDA device problem code: 1354. FDA patient problem code: 2199. Investigation summary: a complaint of a damaged female luer was received from the customer. No product or photo was returned by the customer. The customer complaint of defective tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014914 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as syr psd microbore was cracked. The following information was provided by the initial reporter: material no: 10014914 batch no: unknown it was reported that there was a cracked female luer.